Event description:
The reporter stated, that the end-user was going through a drive way cutout, the bold holding the back post broke causing the end-user to fall out of the chair. The end-user did not seek medical attention, but had some scrapes and scratches on the legs and arms.

Manufacturer narrative:
Will evaluate once this item is returned to the manufacturer.